Event description:
It was reported that the patient experienced recurrent low blood glucose episodes while using the system, with a lowest confirmed reading of 41 mg/dL and an unknown cause; the patient treated with oral carbohydrates including regular soda and sports drink, and a factory reset was performed due to frequent lows, with limited device problem details and insufficient component information available. Symptoms included hypoglycemia with associated dizziness and headache. Outcomes included the need for medication-level intervention via oral glucose. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information about a device problem and insufficient information about a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.